Event description:
It was reported that air bubbles were observed within the canister and cartridge tubing with multiple cartridges. Customer performed a supply change to address the issue. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.